Manufacturer narrative:
Cmp-(B)(4). This final report is being submitted to relay additional information. The following sections were updated: a4, b7, d4, d6, g3, h1, h2, h4, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00212-1, 3002806535-2021-00213-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 159583, 7 complaints reported with the item 161470 and 1 complaint reported with the item 154776 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with cemented oxford partial knee system. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The severity of the reported event is in line with the risk file, and no issue with the occurrence rate has been identified. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure due to swelling was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4) initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded/location unknown. Concomitant medical products: medical product: oxf twin-peg cmntd fem lg PMA, catalog #: 161470, lot #: 497040. Medical product: oxf anat brg rt lg size 4 PMA, catalog #: 159583, lot #: 236380 multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00212, 3002806535-2021- 00213. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to swelling was performed on (B)(6) 2021. Attempts have been made and no further information has been provided at this time.